Manufacturer narrative:
UDI: UDI not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with complaints of light-headedness. Upon interrogation, the right ventricular lead exhibited noise that was oversensed and led to pacing inhibition. These episodes corresponded to the patient's light-headedness. The lead was programmed to do pacing until the lead was capped and replaced on (B)(6) 2018. The patient was discharged post-procedure.